Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The device was returned to zoll medical corporation. During the investigation it was noted that the reported problem was unable to be duplicated. Logs were reviewed and found evidence of ECG monitoring failure in conjunction with rapid cable ID changes in the same event suggesting multifunction cable (mfc) connection to the device was a factor. The customer's mfc was not returned for evaluation. Bench testing and ECG stressing were performed on the x series with a test mfc without duplicating the customer's report or any malfunction to the device. The mfc receptacle was replaced and a new mfc cable will be sent to the customer as a precaution. No emerging trend based on similar reports.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.